Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the messages for orders were not crossing over to the pyxis machine. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that messages for orders had not crossed over to the pyxis machine. A technical support specialist dialed into the station and found carefusion coordination engine (cce) messages; interface lastheartbeat datetime delayed by minute; and restarted net. And external messages services but the still the messages were stuck. The tss resolved the issue by restarting the external messaging service. The tss explained to the customer regarding the external messaging service, external communication service and attached the knowledge article¿ es 1.7.4 server services explained¿ for handling messaging service. The system functioned as intended after the technical support specialist troubleshot the device.